Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the issue occurred prior to patient contact making this event no longer reportable.

Event description:
During the electrophysiology study procedure, it was noted that the catheter was broken from the root of the electrode 4. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.